Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the physician closed stapler on appendix for first firing, tech noticed a reload was not present. Ethicon shipped stapler to customer without a load in the jaws. Customer checked rest of staplers to ensure reloads were present and verified that to be true. Stapler was fired without a load, stapler was removed, reloaded and fired. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2016. Batch # n55w74. The analysis results found that the atb35 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device was received not sterile for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.